Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, staff were unable to obtain doppler pulse. From mid-calf down, patient¿s extremity was notably cooler than the other lower extremity. The physician was notified and instructed staff to start patient on systemic heparin. Staff later noted that cardiology consulted vascular for loss of pulses in right lower extremity. Vascular surgeon advised to remove impella. Cardiology fellow removed pump and achieved appropriate hemostasis with 45 mins manual pressure. Pulses were reportedly doppler strong.